Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, an echocardiogram revealed left ventricle perforation and effusion. In the physician's opinion, the perforation was caused by the amplatz super stiff wire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).